Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Patient temperature (pt) was 37.2c, targeted temperature (tt) was 36c, water temperature (wt) was 28.6c. System diagnostics, outlet monitor temperature (t1) was 28.6c, outlet control temperature (t2) was 28.6c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 3.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 78 percent, mixing pump command (mpc) was 100 percent, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2040.3, pump hours were 1972.6 advised to swap out and send to biomed labeled 113. Sn (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 113 reduced water temperature control while trying to cool patient. Patient temperature (pt) was 37.2c, targeted temperature (tt) was 36c, water temperature (wt) was 28.6c. System diagnostics, outlet monitor temperature (t1) was 28.6c, outlet control temperature (t2) was 28.6c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 3.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 78%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2040.3, pump hours were 1972.6 advised to swap out and send to biomed labeled 113. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 113 reduced water temperature control while trying to cool patient. Patient temperature (pt) was 37.2c, targeted temperature (tt) was 36c, water temperature (wt) was 28.6c. System diagnostics, outlet monitor temperature (t1) was 28.6c, outlet control temperature (t2) was 28.6c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 3.6 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 78%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2040.3, pump hours were 1972.6 advised to swap out and send to biomed labeled 113. Sn (B)(6).